Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 525cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. In addition, the patient experienced breast ptosis and baker grade I capsular contracture. MRI performed on unspecified date indicated right-sided rupture. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified breast implants on (B)(6) 2022. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction.

Manufacturer narrative:
On 25-apr-2022, mentor received additional information about the event: the patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2022. It was reported that only the right breast prosthesis ruptured. The left breast prosthesis was removed intact. It was reported that there was pocket migration laterally for the left breast prosthesis. On 04-may-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-jul-2022, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient developed device migration and breast ptosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-jun-2022, mentor received additional information about the event. It was previously reported that the suspect medical device is the patient¿s right breast prosthesis. New information received confirms that the suspect medical device is the patient¿s left breast prosthesis. The following update was made to address this change in side: h6 medical device problem code was updated to migration (a010402) (patient suffered from left breast pocket migration, right implant rupture). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed breast ptosis. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the 525cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2022, mentor received additional information regarding the patient¿s symptoms and the patient¿s information. Initially, it was reported that the patient experienced right-sided rupture postoperatively. However, additional information revealed that the patient experienced bilateral rupture. The patient¿s ethnicity is not hispanic/latino. Manufacturer's reference number: (B)(4).